Event description:
The nurse drew up heparin in the 3ml syringe (the one with the needle attached). The nurse went to re-cap the needle to bring it to the bedside and the needle retracted without cause. Then the nurse pushed on the plunger a bit and the needle popped through the syringe leaving the needle out.